Event description:
It was reported that an ilet user experienced repeated ¿unable to proceed¿ alerts during a supply change, followed by an alert consistent with a motor stall and suspected occlusion, and the device could not be troubleshot; a replacement device was shipped, and the user was guided through setup with a libre 3 plus sensor. Investigation included a review of device notifications and remote troubleshooting attempts. Investigation of this case revealed a motor malfunction that was not resolved after priming and rewinding, with a possible insulin flow obstruction. Symptoms included elevated blood glucose, with a documented value of 191 mg/dl. Outcomes included interruption of pump therapy with temporary reliance on backup therapy until the replacement arrived. It was concluded that the event was related to a device mechanical malfunction leading to therapy interruption and hyperglycemia. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.